Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number gd893875 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation or if any additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection was performed and found no issues. An underwater pressure test was performed and no functional issues were detected. The reported issue could not be confirmed. The cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a leak in a minicap that occurred during use by a patient while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available.